Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman laa closure device was successfully implanted. Over a month later, thrombosis was noted. No known action was taken. It was noted that symptoms have since improved.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman laa closure device was successfully implanted. Over a month later, thrombosis was noted. No known action was taken. It was noted that symptoms have since improved. It was further reported that the thrombosis occurred on (B)(6) 2022. The patient had a pulmonary embolism due to the deep vein thrombosis formation and had difficulty breathing. Heparin was administered after hospitalization. The patient spent time without any problems during hospitalization and was discharged. It was further reported that up until 1 year after implant, apixaban and prasugrel was prescribed and followed by the patient, and from 1 year after implant onward, prasugrel was prescribed and followed by the patient. The thrombosis was identified by contrast-enhanced computerized tomography and venous echocardiogram and located in a lower leg vein. The thrombus is not related to the watchman device. The patient's main symptom of stroke was lower leg edema. Heparin was administered as treatment.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman laa closure device was successfully implanted. Over a month later, thrombosis was noted. No known action was taken. It was noted that symptoms have since improved. It was further reported that the thrombosis occurred on (B)(6) 2022. The patient had a pulmonary embolism due to the deep vein thrombosis formation and had difficulty breathing. Heparin was administered after hospitalization. The patient spent time without any problems during hospitalization and was discharged.